Manufacturer narrative:
Qn#(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to (B)(4). (B)(4). Sample of (B)(4). Lot a9 was received for evaluation. The head of the mallet has separated from the handle in a bidirectional fracture plane. There is severe deformation present from repeated striking which has rounded over and "mushroomed" the edges of the mallet face. The device is not functional in current state. Despite the a9 lot number (jan 2019) the mallet exhibits heavy and excessive usage. The useful life has been exceeded. (B)(4). Sample of (B)(4). Lot a9 was received for evaluation. The head of the mallet has separated from the handle in a bidirectional fracture plane. There is severe deformation present from repeated striking which has rounded over and "mushroomed" the edges of the mallet face. A dimensional inspection was not required as part of this investigation. The device is not functional in current state. A previous complaint exists from the same customer - reference(B)(4). Sap was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to (B)(4). Despite the a9 lot number (B)(6)2019 the mallet exhibits heavy and excessive usage. The useful life has been exceeded.

Event description:
The report states: I have another of the same mallet that broke a few months back, that broke during a case today. He uses this on total hip cases to trial and set cup and femoral stem components. The patient was not injured. This was not the first time the mallet was used.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: I have another of the same mallet that broke a few months back, that broke during a case today. He uses this on total hip cases to trial and set cup and femoral stem components. The patient was not injured. This was not the first time the mallet was used.